Event description:
The consumer called into customer support to report that, "she received a low result last night that she did not feel that was accurate". The consumer reported that she performed a blood glucose test at 8:10pm getting a result of 54 mg/dl. The consumer 'took glucose' based on this result.

Manufacturer narrative:
The meter and test strips will be returned for eval. Test strip lot # 1020415009 expiration date: 01/2017 control solution lot none. Per label copy/ package insert. Unexpected results. High or low blood glucose results can indicate potentially serious medical conditions. In case of an unexpected result, you should repeat the test using a new test strip. If the result is still unexpected, or the reading is not consistent with how you feel, contact your hcp and treat as prescribed. Any change in the treatment of your diabetes should be -nova max test strip insert- quality control checking the system control solution test: the nova max control solution is used as a quality control check to make sure that your blood glucose monitor and the nova max glucose test strips are working correctly. Do a control solution test: each time you open a new vial of test strips. Nova biomedical awaits the return of the device for eval. Should any significant findings be a result of that investigation, a follow-up report will be filed.